Manufacturer narrative:
(B)(4).

Event description:
It was reported that during mastectomy a magnet was placed on the device, appears as if, incorrectly. The device charged multiple times and delivered a shock. High voltage alerts revealed on merlin.net transmitter indicating possible lead damage. The device was explanted and replaced. The patient is doing fine.